Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2020 with blood glucose of 41 mg/dl at the time of the incident. The customer used food and glucose tablets to treat. The customer experienced symptoms such as seizures. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. The customer alleged pump over delivery. The customer had been sleeping all day and running high on the day of the incident, gave themselves a bolus, and then dropped low. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.